Event description:
The surgeon implanted an aq2010v 3 piece silicone lens. The nurse stated that the lens haptic broke off during insertion into the eye. The lens was removed whole without enlarging the incision. The injector and cartridge model and lot numbers were not specified by the facility.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn off. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.